Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator of a 5f vascular closure device (vcd) did not show spurting blood at the first indicator mark after insertion. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure was performed using a retrograde approach, and the physician was certified in the use of the exoseal vascular closure device. There were no visible signs of device or package damage prior to use, and the device was stored and prepared according to the instructions for use. Femoral artery suitability was confirmed by angiography with appropriate insertion angle and vessel diameter =5 mm, with no visible calcium or plaque, no vessel tortuosity, no nearby stent, no stenosis greater than 50%, no recent closure at the site, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No pulsatile flow was observed from the bleed-back indicator, the indicator was not visibly damaged, blood flow did not stop and restart, and the sheath was retracted to the wire cowling. The issue was observed after inserting the closure device at the first indicator mark. The device was returned for evaluation.